Manufacturer narrative:
The customer's reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial numbers (sn (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, the customer reported that two fully charged autopulse li-ion batteries (s/n (B)(4) does not power on the autopulse platform. The battery successfully pass charging in the autopulse multi-chemistry charger (mcc), and showed 4 green led lights illuminated upon battery status check. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01702 for the autopulse battery (sn (B)(4).